Manufacturer narrative:
(B)(4). Concomitant medical products: product ID 3708660, serial# (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that during a revision case, the surgeon tried to connect the new extensions to the existing brain lead. However, they were unable to tighten the set screw as it seemed to spin without engagement. The hcp then attempted to use the existing extension and it tightened normally. Different torque wrenches were used with several attempts and there was no luck with the engagement of the screw. The existing extension was used and engaged perfectly the first time. Checks after the case were performed and the system was working as it was prior to the case, with the patient receiving effective stimulation. The issue was resolved at the time of the report. The patient's indication for implant is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.